Event description:
It was reported that the patient experienced a lack of therapy after a serious fall. It was stated that error code 33 appeared at device interrogation. The reporter stated that the patient feels shocks around the device, even though the "battery was empty." It was stated that the patient had an appointment with the surgeon to make a decision. There were no patient symptoms or injuries associated with this event. The patient outcome was unknown. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information received reported that x-rays were taken but there were no results. The patient was not receiving therapy. It was stated that the device was not sufficiently charged during the implant time. The implantable neurostimulator (ins) was not explanted and it was unknown if the ins was going to be explanted. Additional review of information reported that telemetry with the ins was possible, but the patient was unable get stimulation even after charging for one hour. After one hour the patient's skin 'started to heat' so they stopped charging. It was stated that when recharge starts the patient felt pain just above her device. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).